Event description:
A medtronic representative reported a site alleging their navigation system was inaccurate. The site reported that tracking was off to the left 2-3cm. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative, following-up at the site, was able to replicate the issue using a resin head demo. In trouble-shooting, the instrument tracker was replaced and a new patient tracker was used, issue was not resolved. Both the registration probe and straight suction track to the left slightly. A pointmerge registration improved accuracy, from tracer registration, however some shift remained when moving away from registration points. - (B)(4) 2014 a medtronic representative reported replacing the emitter and there was no change. Un-installed and re-installed the ent software and confirmed there's no metal in the field with no improvement. - replacement axiem emitter shipped to site (B)(4) 2014. Emitter replaced on (B)(4) 2014. - a medtronic representative performed navigation system check-out, all areas passed. - suspect emitter not returned to manufacturer for analysis.